Manufacturer narrative:
The reported event occurred on a cobas 6800 system (serial number: (B)(6)). The investigation determined that the cobas mpx assay and the cobas 6800 system performed within specifications. No product-related issues were identified with the cobas mpx assay lot j26034 or the cobas 6800 system. A review of the raw data and quality control information confirmed that all controls were valid, and no hardware-related issues were observed. The discrepancy in results is likely attributed to the very low viral load indicated by the initial cycle threshold (CT) value of approximately 43, which is near the assay's detection threshold. Other potential contributing factors include sample degradation, testing variability, or non-specific amplification, which can occur at a very low rate due to the nature of pcr. Contamination of the sample tube was deemed unlikely, as the hcv viral load test did not detect any hcv rna from the same tube as the initial reactive test. The device remains in operation at the customer site, and no further actions are planned at this time.

Event description:
The initial reporter alleged discrepant results for a sample tested with the kit cobas 6800/8800 mpx 96t ce-ivd assay on the cobas 6800 system. On (B)(6)2024, the sample was initially tested using the cobas mpx assay (lot j26034) and generated a reactive result with a cycle threshold (CT) value of 43.26. The sample was then retested on the same day using a second plasma tube with the cobas mpx assay (lot j24218), which generated a non-reactive result. Additionally, the sample from the first plasma tube was tested using the cobas hcv viral load assay (lot k04951) on the same day, which reported "target not detected." The patient tested negative for hepatitis c virus (hcv) serology, although the testing platform used for serology was not specified. Blood was collected in two plasma tubes, and all tests were performed on the same day without subjecting the sample to freeze-thaw cycles.